Event description:
The customer alleged, cidex opa dripped on the side of the unit due to the end user not closing the lid tightly. There were no reports of injuries. Also, the customer reported that the paper advance was not working. Their biomed ordered the printer and installed it. The unit is now up and running.

Manufacturer narrative:
.